Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. For investigation therefore, a physical examination could not be performed. Based on the reported event, the ivl treatment was successful. When a 2nd second drug-eluting stent (des) was implanted due to the length of the diseased vessel, a perforation occurred. This resulted in patient to code and subsequently expired. Shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
It was reported that a shockwave c2 coronary intravascular lithotripsy (ivl) catheter was used to treat a patient who had a chronic under-expanded stent. Access to the target vessel was obtained via the femoral artery. The physician was reported to be aware that the device was being used off-label. Accordingly, the ivl treatment was in the native vessel and part was inside a chronic under-expanded stent. The ivl balloon successfully delivered 80 pulses. Post procedure, the physician deployed a resolute drug-eluting stent (des) and the treated vessel looked good via angiograph imaging. Because of the length of the diseased vessel, a second des was deployed which resulted in vessel perforation. It is unknown if the perforation was treated but it was reported that the patient coded and subsequently expired. No additional information was provided.